Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out on (B)(6) 2012; however, the insertion date is unknown.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the complaint. The inflation valve and valve band were not returned with the sample. A luer lock syringe was used for balloon inflation (contrary to labeling that instructs use of a luer tip syringe). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.